Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, the device was broken while being applied during a left gastric artery branch. The jaw was stuck and the clip was unable to fire normally. New device was used in order to complete the case. There was no patient injury.